Event description:
A customer reported that they just checked their AED and the battery which was supposed to last 4 years has not and were hoping to get a replacment soon. The battery was noted as being expired. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.